Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding an erroneously depressed sodium (na) result on a patient sample obtained on the dimension vista 500 domestic system. Quality control (qc) and calibration were within specification on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse identified clotted material in the integrated multisensor technology (imt) waste tubing, flushed the tubing and fittings, cleaned the imt module and rotary valve, performed an auto alignment on the imt, observed vacuum errors, reseated and rebuilt the rotary valve, replaced the imt sensor, checked vacuum at the tubing, and vacuum was within the specification. After re-entering diagnostics, performed imt alignment and primed imt fluid, which were successful. Later, the cse performed quick check, an advanced clean, calibration, and qc which passed. Next, the cse replaced the rotary valve, transducer and peristaltic pump tubing, performed successful imt auto alignment and power flush, primed all imt fluids, performed peristaltic pump alignment, and check qc which passed. Siemens is evaluating the event.

Event description:
The customer reported an erroneously depressed sodium (na) result on a patient sample was obtained on the dimension vista 500 domestic system. The initial result was not reported to the physician. The same sample was repeated on the original instrument and obtained a higher result that matched the clinical diagnosis of the patient. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na result.

Manufacturer narrative:
Siemens filed initial MDR on (B)(6) 2026. Additional information (13-jan-2026): siemens reviewed the instrument data and determined that the flow malfunction with the formation of a clot build-up/ crystal potentially contributed to the erroneously depressed sodium (na) result. The service activities provided in the initial report resolved the event. The instrument is performing according to specifications. No further evaluation of this device is required. Note: in section h6, the codes for component and investigation conclusions have been updated to reflect the additional information.